Event description:
Patient had peg, percutaneous endoscopic gastrostomy tube, inserted. Patient complained of abdominal pain and was taken to surgery. There was free air in the abdomen and the peg had become dislodged from the stomach.